Event description:
This is report 2 of 4 for the same event. It was reported that during a lumbar fusion surgery "two burrs broke". The reporter stated that a motor device and an attachment device were used with the cutter device. The reporter stated that "when downward pressure was applied to the device, the burr broke and fell into the patient." The reporter stated that the "device was retrieved with forceps". There was a five minute delay in surgery to obtain a spare identical cutter device, a spare attachment device, and a spare motor device. The reporter stated that no additional anesthesia was required. The reporter stated that the surgeon continued with the surgery; yet when downward pressure was applied, the "spare burr broke". There was another five minute delay in surgery to obtain a spare cutter device. The reporter clarified that the cutter device fell into the patient during the second occurrence. The reporter stated that the surgeon retrieved the cutter device. The reporter stated that "during burring, when downward pressure was applied to the bone, the burr broke in half. There were no jagged edges on the burrs; there was a clean break." The surgical procedure was completed successfully with the second spare cutter device, the spare attachment device, and the spare motor device. The reporter stated that x-rays were taken throughout the case and no x-rays were taken as a result of the piece falling into the patient. The reporter stated that all pieces were retrieved from the patient. The reporter stated that they had not received any complaints from the surgeon regarding the patient's condition and that there were no injuries to the patient. The reporter stated that there was no patient harm. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual and dimensional assessment was performed which confirmed that the laser marking was not applied in accordance with specifications. The energy from the laser embrittles the carbide material, making it easier to fracture. Per the specification, the laser mark is not to intersect with the distal bearing in the attachment as this is where sideload on the shaft is the greatest. This device was marked one-half inch outside of the specification which allows the marked section of the shaft to align with the distal tip bearing of the attachment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to operator error in the manufacturing process. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.